Event description:
Reported by the complainant as follows: the end user uses urostomy pouch connected with 2500cc bag all day. Because urine did not drain from tap, pouch was filled by approximately 500cc urine. Complainant says it is not certain if this is direct cause, however, end user developed pyelonephritis and was hospitalized until recently. Complainant reports urine flowed, when complainant touched 2500cc bag or connected part between pouch and bag. Complainant says she cannot judge above event caused by product defect or there is something wrong in the way of use.

Manufacturer narrative:
(B)(4).